Event description:
Consumer claims her humidifier emitted a burning smell and she discovered a hole had burned through the bottom of the unit. No injuries were reported with this incident.

Manufacturer narrative:
This product is in the possession of the consumer and has not been examined. A prepaid label will be sent to the consumer for return of the product.